Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a sudden return of symptoms and had nausea. A clinician programmer was used to check the patient¿s ins and the current parameters were 7v, 16.6ma, 330pw rate of 28, and cycling 1s on and 4s off and the therapy impedance was 422ohms c2 335, c3 329, and 23 417ohms. The hcp set the cycling to 2/3 and it was noted they would only change the cycling and see the patient as needed. No further complications were reported/anticipated.